Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : the device was not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator is reading low vte (end-tidal volume) for the neonate setting.the issue occurred during patient-use. The customer confirmed that there was no patient harm associated with the reported event.